Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm sterling balloon catheter was advanced over a non bsc guide wire, but was not able to cross the lesion. The device was exchanged for this 1.5mm x 20mm sterling balloon catheter which was able to be positioned in the lesion. During the first inflation, the balloon ruptured at 1atm. The device was removed intact and the procedure was completed with a 2mm sterling balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).